Manufacturer narrative:
A1 - unk. A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the lens was found to be torn. The lens was removed within the initial surgery. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.